Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), anaemia ("anemia"), infection ("infection"), menstruation irregular ("irregular cycle"), menorrhagia ("prolonged menses / bleeding") and menstruation delayed ("missed cycles"). The patient was treated with surgery (laparoscopic hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, anaemia, infection, menstruation irregular, menorrhagia and menstruation delayed outcome was unknown. The reporter considered anaemia, dysmenorrhoea, infection, menorrhagia, menstruation delayed, menstruation irregular, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: 1coil sticking out of the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: occluded fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), anaemia ("anemia"), infection ("infection"), menstruation irregular ("irregular cycle"), menorrhagia ("prolonged menses / bleeding") and menstruation delayed ("missed cycles"). The patient was treated with surgery (laparoscopic hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, anaemia, infection, menstruation irregular, menorrhagia and menstruation delayed outcome was unknown. The reporter considered anaemia, dysmenorrhoea, infection, menorrhagia, menstruation delayed, menstruation irregular, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: 1 coil sticking out of the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: occluded fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.